Event description:
It was reported approximately six months after surgery on an unknown date for the fixation of a femoral neck fracture with three screws and two washers, patient developed an infection of the left hip which was diagnosed on an unknown date. Patient underwent removal of the hardware due to the infection on (B)(6) 2013. The hardware was removed without complication. This report is for one washer 13.0mm. This is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.